Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller reported that one of the device's buttons was stuck. Caller also reported that the insulin pump had a weak battery alert and when the battery was changed, the button error alarm occurred. Blood glucose level at the time of the incident was 146 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The numbers did not ramp up on their own, and the scroll bar did not move with no input.